Event description:
Patient develped a dvt after 3 pc treatments. They were hospitalized and treated with lovenox then coumadin. They have now resumed normal activities but must elevate their leg when sitting. No further prosorba treatment planned.